Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery cap was damaged. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump battery cap was observed to have a damaged coin slot on the top of the cap. The battery cap was found to be able to fully tighten to the pump however the battery cap was difficult to remove from the pump due to the damage. (B)(6).